Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 16-oct-2022 h6: investigation summary the contaminated spike connected to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and it was observed the connector was not properly assembled onto the spike, the connector was angled, creating a small gap in the connection which lead to the leakage reported. Force testing was performed and found that although the connector was attached at an agle, the pieces were welded and could not be manually disconnected. A device history review was performed for reported lot 2112201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the sample evaluation, it was determined this incident was due to the improper assembly by the operator.

Event description:
It was reported that the bd phaseal¿ spike connector broke which resulted in a chemo leak. The following information was provided by the initial reporter, translated from japanese to english: this is a report about broken connection between spike and connector on c180, resulting in chemo leakage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector broke which resulted in a chemo leak. The following information was provided by the initial reporter, translated from japanese to english: this is a report about broken connection between spike and connector on c180, resulting in chemo leakage.